Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Baxter product surveillance received a report from a home patient's nurse that the transfer set had fallen off the patient's adapter. The patient had the tranfer set first placed in 2006, was sent home and noted that the transfer set seemed to be leaking from the adapter. The patient returned to the clinic, and while disinfecting with betadine solution the area, the transfer set had fallen from the adapter. Although the patient was administered prophylactic antibiotics (1.5g of vancomycin, intraperitoneal), there was no patient injury and no further medical intervention required.